Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and there was no damage found. The cannula was inspected prior to use before sterile processing. There was a melting of the instrument. There was sealing of tissue procedure. The bipolar energy was activated when the arcing event occurred, and the instrument tip was in contact with tissue. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extent (vse) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection displayed no signs of physical damage to the conductor wire. There was no melting or thermal damage observed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on both attempts. The instrument passed the electric continuity test. There was no problem detected. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, customer reported something behind the wires near the jaws seemed to be melting while in use. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.